Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.3; 2nd inr: 1.5; mean: 1.40; sd: 0.14; %cv: 10.10. Data analysis of cv% calculation from inratio test data provided by end-user revealed precision criteria was met. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of customer's tests that resulted in error 444 and 114. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user errors and it is not possible to determine the root cause of the failure. As of (B) (6) 2010, twenty discrepant result complaints were reported for lot #221727 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010; inr: 1.3, 1.5.